Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the event occurred while in the cath lab during pretest when the balloon would not inflate. As a result, the catheter was not used. A new kit was used successfully. The pt outcome is good with no complications or injury.